Manufacturer narrative:
Reagent stations 2 (formalin), 3 (ethanol), 4 (ethanol), and 5 v were reset by a user between 10:47 am and 10:54 am on (B)(6) 2012, which is immediately prior to commencement of the "2 hour bx" protocol from which sub-optimal processing was reported by the complainant. Resetting a reagent station sets the reagent concentration to the default values configured in the reagent type definitions (100% for both formalin and ethanol in this instance); and resets the number of cassettes processed and the number of cycles and days to zero. The <bottle presence> sensor logs show that bottles 2-5 inclusive were removed from the instrument for sufficient time to complete manual reagent replacement. However, internal investigation by the lab had previously determined that the reagent in bottle 4 (ethanol) had not been physically replaced. The properties of the reagent in bottle 4 (ethanol) prior to this user action described were: concentration as calculated by peloris software = 69.6%, cycles = 129, cassettes = 7847 and days = 322. Bottle 4 was used for the final dehydration step in the protocol from which sub-optimal processing was identified. The minimum final reagent concentration required for this step is 98%. Using ethanol at less than the minimum required concentration results in re-introduction of water into the tissue, contamination of reagents used in the processing steps following and ultimately sub-optimal processing. The root cause for the sub-optimal processing reported by the complaint was failure to follow instructions. Specifically, the user failed to complete the manual reagent replacement process in accordance with the MFR instructions detailed in the leica peloris/peloris ii user manual.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal processing resulting in "mushy" tissue from a two (2) hour biopsy protocol, which completed in retort a on (B)(6) 2012, using peloris tissue processor serial number (B)(4). When notifying leica microsystems of this complaint, the complainant advised that based on internal investigation, it had been determined that an error had been made by a staff member when replacing reagents during the previous week. Specifically, the user reset three reagent stations designated as ethanol in the instrument software, but physically replaced the reagent in two bottles only. The ethanol concentration in bottle 4 (ethanol) was calculated by the peloris software as 99.9% following completion of the protocol from which sub-optimal processing was identified, but the concentration measured using a hydrometer was 70%. On (B)(6) 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable.